Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. No phone number provided. Issue was confirmed and, and no error codes were generated. Failure analysis on the returned power management (pm) board found that the r31 solder crack open not making contact with the trace on the pm pcba created the 35 volt supply failed errors. The device passed pvt testing.

Event description:
During failure analysis on the returned power management (pm) board found that unit is failing with 35 volt supply failed. No patient was involved during reported event. Event date not specified; estimate used.